Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported was caused by the inside of the k bracket is loose and the channel port would come off when inflated and pressurized due to is a gap, looseness, deformation, scraping, rattling, detachment, tilting in the instrument channel port and t-shaped tube mounting port. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.9 inspection of the endoscopic system inspection of the instrument channel if significant resistance is encountered and insertion becomes very difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting endotherapy accessories with excessive force may damage the endoscope and/or the endotherapy accessories. Confirm that the tip of the endotherapy accessory is closed or retracted into its sheath and slowly insert the endotherapy accessory into the forceps port of the forceps/irrigation plug. Do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while inserting it into the channel. The endoscope and/or the endotherapy accessory may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope had damage on the jaw's port. The issue occurred during reprocessing. There was no delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.